Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received left primary attune tka to treat pain and osteoarthritis. There is no indication that the patella was resurfaced, and depuy cement x 2 was utilized. The procedure was completed without reported complications. Records indicate the patient received a left total knee revision for unspecified reasons. Revision operative notes were not provided. The patient was revised to competitor products. Outcome of the revision surgery is unknown. Doi: (B)(6) 2017. Dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Update received did not have any additional details to be added in investigation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviewed (B)(6) 2021. 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4), units released. Lot expiry date: 31 december 2017.